Event description:
As reported by the user facility: we have a package of 1000ml apex bags that have a contaminant in them. I think it may be a bug or some dirt?

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, an enlargement of the non-reopening clamp assembled on the infusion tube had a dark spot on its surface. The reported issue is observed. Through visual examination of the samples, the same dark spot was observed on the sample specifically on the non-reopening clamp; thus, the contaminant is not in contact with the fluid path. No anomalies were found in the rest of the bag. The dark spot is embedded in the wall and its formation can be linked to the molding phase of the component. The components used to produce the bag are purchased from an approved supplier and statistically inspected during incoming of the product. No deviations were found in process and at the incoming. Therefore, it is believed that this is an isolated issue. In addition, the spot is made by the same material of the component; the functioning of the product is not jeopardized, and the defect is classified as aesthetic. The supplier of the component has been informed of this complaint and all personnel involved in the assembly phase and control have also been informed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.